Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported right side "recall", "rupture and pain", "lobulated contours", and "elastomer folds." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "recall", "rupture and pain", "lobulated contours", "elastomer folds" and capsular contracture baker grade IV. The device remains implanted.